Event description:
It was reported that the pump touch screen was missing pixels rendering the touchscreen unusable. There was no adverse impact to the customer's blood glucose level. The customer attempted a pump reset, but the issue persisted. Customer reverted to using an alternate method of insulin therapy.